Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: rewind, load cartridge and prime steps performed successfully with no alarms. Multiple loss of prime warnings eaw 162 observed in the b/box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 206.